Event description:
Mw5154766 user facility medwatch report received that states "failed perclose on the access side. Patient had the sheath removed and the vascular surgeon closed the access point. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - the UDI is not known as the part and lot number were not provided attachment medwatch report# mw5154766.